Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned product identified the device would not power on high or low mode when connected to the original battery pack. Visual inspection if the interior of the pack found the batteries had leaked electrolyte inside of the pack. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pulsavac didn't aspirate saline water. The event timing was during surgery. There was no harm and a 0-15 minute delay reported. Upon evaluation it was noted that the battery was leaking electrolyte. No adverse events were reported as a result of this malfunction.